Manufacturer narrative:
Additional contact information: event site postal code- 50012 event site state- fi a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replace dc to ac inverter board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit has a black screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.